Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had power error detected alarm. The blood glucose was unknown at the time of the incident. Customer reported that, the insulin pump has not been exposed to temperatures below 5 degree celsius. Customer had not called previously but did have multiple power errors during the same week. Customer advised to replace the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operational currents within spec and passed self test and displacement test. Power error due to connector resistance electrical board. No low battery alarms were noted during testing.